Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, users are made aware of the risks associated with coverage of vessel in the IFU, the possibility of subsequent interventional or open surgical repair and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. It was reported that during the procedure the left internal iliac artery was unintentionally covered by the ipsilateral leg component. It was also reported that an angiography identified a partial coverage of the left renal artery with the proximal edge of the trunk-ipsilateral leg component. Blood flow was secured to the artery; therefore no action was taken to repair the partial coverage. The angiography also identified a type iii endoleak from the overlap, which was repaired by ballooning to the overlap. The final angiography showed resolution of the endoleak. The physician elected to monitor the (partial) coverages and the patient reportedly tolerated the procedure. It was reported that the length from the lower renal artery to the bifurcation of the iliac arteries was short (110mm) on both sides. It was also reported that the physician pushed up the catheter during deployment of the ipsilateral leg component to avoid covering the left internal iliac artery due to the short anatomy.